Event description:
Pt had mcghan implants in 1981. In 1985 pt started to have physical problems, memory loss, balance, blurred vision, headaches, and fatigue and still has all those with more today. Pt did not associate these problems with what they know now as silicone poisioning. Pt filed a claim in 1994. The doctor took a blood test and encouraged pt to file on with this settlement after taking a blood test which he sent out for "all this related test," according to the settlement group. Those test results showed many scary blood disorders so from him pt went to a rheumotoligist (board certified) who diagnosed an autoimmune disease and a negative schirmer's test. Neurologist (board certified) found what she thought was a small vessel disease of the brain. According to the settlement group pt needed a doctor's diagnoses written word for word from their book so pt went to a doctor who was supposed to be qualified to give them the correct diagnoses for the qualifying symptoms but about $4000 later and after receiving his written diagnoses pt was informed that the settlement group no longer accepted this dr's diagnoses. The next doctor pt found diagnosed pt with peripheral neuropathy but again another got the same response from the settlement group. Dr. Did not include office notes reflecting his observations or that symptoms did not exist before the date of implantation, they want this diagnosis to be written word for word from the book with various "quotes" from that book. Pt took the fixed amount and signed off this settlement after feeling that they had no other recourse. Pt could not even file for a rupture because they needed to have the implants out before 1995 and pt went to a teaching hospital in 1999 to have them removed, as an indigent pt. Pt was sick with no job or ability to work with all their ailments. Pt is now on soical security disability with more problems ( liver, gallbladder and passing out for no reason, dizzy spells) and realize they are still fighting the silicone damage to their body.